Event description:
It was reported that during initial check , the cs300 intra-aortic balloon pump (iabp) unit does not work well and gives alarm, maintenance code 1. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The maintenance required no 1 indicates transducers cannot be calibrated, so the fse replaced the exec processor to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit does not work well and gives alarm, maintenance code 1.

Event description:
N/a.